Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the x ray tube was defective and was replaced. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when using system 9800 at high technique settings the error message "low ma" would be displayed and then the screen would go black. There was no adverse patient involvement reported. There was no patient information reported.